Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(6). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had no blank display anomaly, ramping up and or down of numbers, off no power anomalies, and empty battery alerts noted during testing. The device passed the displacement test and off no power test. The operating currents were in specification. The insulin pump had intermittent button response on the down arrow button due to corroded keypad traces noted. The device had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, missing end cap sticker, and missing address and or serial number label. The device also had slightly corroded battery tube noted.

Event description:
It was reported that the numbers on the insulin pump had been ramping up and down, without stopping, after the customer had changed the reservoir. The customer removed and reinserted the battery but the screen showed empty battery. The customer inserted a new battery, but now the insulin pump would not turn on. The customer's blood glucose was unknown. Nothing further was reported.